Event description:
It was reported that the catheter was used to treat ischemic ventricular tachycardia (vt) and the patient experienced cardiac tamponade and perforation of the right ventricle (rv). The ice catheter in the rv did the damage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).